Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that aviva strips were labeled with an expiration date of 10/31/2010. The manufacturer's records show the actual expiration date to be 10/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient had unstable angina. The index procedure was performed in (B) (6) 2008. Baseline morphology indicated the 80% stenosed target lesion was located in the proximal circumflex (cx) artery with a length of 14mm and reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.0x 16mm study stent with 0% residual stenosis. A 10 mm long non-target lesion in the distal right coronary artery (rca) was treated with a 3.0x16mm taxus liberte stent during the index procedure. The patient was discharged on protocol doses of asa and clopidogrel. At 120 days post index procedure, the patient was admitted due to unstable angina. The patient was subsequently treated with percutaneous coronary intervention (pci) and placement of a taxus stent to the distal rca. The restenosis was due to "ischemic symptoms". Pre-treatment stenosis was 75%, post treatment stenosis was 0%. Cath. Lab report states "coronary angiography in (B) (6) 2008, detected a standem stenosis proximal to the region lat stented in the central portion of the drca. The preexisting stent appeared to be open. The rca was treated and then direct taxus stent implantation was performed".